Event description:
Per the clinic, the patient experienced migration of receiver/stimulator which migrated anteriorly and was pushing the auricle forward (specific date not reported). However, the patient still received benefit from the device. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.